Event description:
Blunt obturator is sticking and reportedly perforated the pt's lung.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility for investigation. Results pending. A follow-up report will be filed.